Event description:
Caller reported cgm error 42 related to their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and the caller successfully initiated their sensor session without encountering the error again.